Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the spring wire guide was kinking during use. The physician felt reistance during insertion. No patient harm was reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was kinking during use. The physician felt resistance during insertion. No patient harm was reported.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Section d.4.-(UDI)# corrected to (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the spring wire guide was kinking during use. The physician felt resistance during insertion. No patient harm was reported.